Event description:
Reporter indicated that pt who came in for an end of service replacement had high lead impedance. Further investigation revealed that the pt has had high lead impedance since last end of service replacement in 1999. The pt was originally implanted in 1990. Original generator was replaced in 1993. Another generator replacement occurred in 1997 and another generator replacement occurred in 1999 (date unknown). The pt has had the same lead for the entire time. The pt still feels stimulation and has not had a reduction in seizure control. Pt's voice goes hoarse (indication of stimulation) and pt feels stimulation in the neck. Eeg, EKG and x-ray pending.